Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected infinity acs workstation nc device. The reported event could be traced but according to the investigation results, a device malfunction could be excluded. As per logfile, the device reacted and alarmed as specified due to a detected discrepancy of pressure measurements and the ventilation unit performed a pressure release. Later the device was switched into standby mode by the user. This situation corresponds e.g. With a leaky breathing circuit. It was reported that the breathing circuit was disconnected to calibrate the neonatal flow sensor. To avoid differences in inspiratory and expiratory pressure perform the calibration of the neonatal flow sensor as described in the IFU in the chapter "monitoring / calibrating the neonatal flow sensor". However, in case of a detected discrepancy between the measured inspiratory and expiratory airway pressure greater than 5 mbar the device preformed a pressure release (the safety valve opens to ambient). The log file entries indicate an application issue as root cause of the detected significant difference in expiratory and inspiratory pressure. There was no technical malfunction of the device found as root cause for this event. The device was already tested as per manufacturer specification without any deviations. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that when disconnected circuit to perform flow sensor calibration, "device failure" was displayed and ventilation operation stopped. It did not improve after calibration, so replaced it with another ventilator. Draeger service person visited the hospital. Collected the ventilation unit. No reproducibility. The analysis of the log file revealed that no device malfunction occourred at the reported time. The deviation of insp. And exsp. Pressures is most likely due to a problem with the breathing circuit system. No patient health consequences have been reported. The device alarmed. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.